Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was a crack on display and on the reservoir lip. Troubleshooting was performed for damage and noticed the reservoir lock in place right now, but she said that it breaks the piece off that locks the reservoir in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip and no broken or missing part noted, the test reservoir locked in place properly and no anomaly noted. Also, unit had cracked lcd window, cracked case at display window corner. (B)(4).